Event description:
(B)(4). Bleeding non stop, period heavy for years, then lack of menstrual cycle, early menopause, dizziness, migraines, heartburn, brain fog, cloudiness, forgetfulness, mood swings, metallic taste in mouth, depression, ringing in ears, vitamin d deficiency, hypoglycemic, low bone density, tremors/shakiness, unexplained/easily bruising, hair loss, skin irritations/itchy skin, short term memory loss, joint pain, fatigue, bowel issues constipation /diarrhea. Yes device was covered by insurance. Loss of vision, vision problems, blurry vision, decreased vision, numbness tingling in feet and hands, abdominal spasms / twitching/fluttering, loss of libido, nightsweats, incontinence/fallen bladder, rashes/hives. I didn't have any of these issues or any health problems before I had the essure implanted.

Event description:
(B)(4). Hysterectomy (B)(6) 2017 everything except 1 ovary removed.